Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient disconnected from the ilet for several hours and subsequently experienced hyperglycemia, then reconnected and remained elevated while using meal announcements to attempt correction; a 401 alert was referenced, and education was provided on the corrections algorithm, hydration, and avoidance of false announcements, with guidance to consider an infusion set change and to use a manual injection when out running errands. Symptoms included hyperglycemia. Outcomes included stabilization of blood glucose later the same day without hospitalization. Investigation included review of device reports and user coaching on troubleshooting and use practices. Investigation of this case revealed that the device was delivering insulin and that hyperglycemia was associated with prolonged disconnection and potential infusion set or site issues, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.